Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Olympus repair center confirmed a failure ccd unit and the cable. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the failure ccd unit and the cable. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could confirm that the endoscopic image was not displayed due to a failure ccd unit and the cable. There was no visible damage. All surface of the device was discolored due to autoclaving. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
At the sinus surgery, the user used two olympus camera heads. During the procedure, the endoscopic image was not displayed because one camera head did not provide an endoscopic image at the connection. It was unknown which camera head had a malfunction. The user replaced these devices with another device. The patient anesthesia was extended to about 5 minutes. However, there was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus medical systems corp. (Omsc) is submitting two medical device reports according to the number of devices. This is 1st of 2 reports.